Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (SCS) replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block B3: Exact date unknown, explant date used as the approximated date of event.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2318-50.Serial Number: (b)(6).Batch/Lot Number: 5002124.Model/Catalog Description: Infinion Pro Lead Kit, 16 Contact, 50cm.Unique Identifier (UDI) #: (b)(4).Model Number/Catalog Number: SC-4318.Batch/Lot Number: 37571142.Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI) #: (b)(4).